Event description:
This patient was undergoing a mitral valve replacement procedure. The patient had a 22 mm diameter ascending aorta by transesophageal echocardiography. The directflow cannula was inserted through the distal ascending aortic wall using the incising introducer. Initial attempts to place the endoaortic clamp catheter into the ascending aorta through the directflow cannula were unsuccessful because the endoartic clamp tip ran into the opposite wall of the aorta. The surgeon then withdrew the endoartic clamp and redirected the tip of the directflow cannula with his finger. The endoartic clamp could then be advanced into the ascending aorta. Cardiopulmonary bypass was initiated and the endoartic clamp inflated. The mitral valve was replaced under cardioplegic arrest. During closure of the left atrium, the surgeon noted bleeding from an unknown source within the operative field. He was unable to locate the bleeding site and performed a stemotomy. After further exploration, the bleeding site was found to be perforation in the posterior wall of the aorta. The surgeon placed a non-heartport cannula distal to the directflow cannula and applied an aortic cross clamp. After establishing cardioplegic arrest and opening the ascending aorta, he found a very small slit in the intima opposite the directflow cannulation site. The performation was repaired with pledgeted sutures. The patient developed sepsis related to an indwelling catheter and required a tracheotomy for prolonged intubation. She recovered fully and was discharged.